Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and urethral cyst ('urethral cyst') in a (B)(6) year old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), pain in extremity ("left leg pain") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced urinary tract infection ("uti") and urinary incontinence ("bladder leakage"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), mood swings ("mood swings"), cystitis ("bladder infection"), depression ("depression"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping"), urethral cyst (seriousness criterion medically significant), blindness ("rapid vision loss"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, per urethral cyst excision and cystoscopy and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, device expulsion, mood swings, urinary tract infection, cystitis, depression, fibromyalgia, tooth disorder, feeling abnormal, dysmenorrhoea, urethral cyst, blindness, fatigue, weight increased, alopecia, urinary incontinence, abdominal pain lower, back pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, blindness, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, fibromyalgia, menorrhagia, mood swings, pain in extremity, tooth disorder, urethral cyst, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: case became incident. Lot number added. Event injury nos replaced with new events: ablation, mood swings, abnormal bleeding (vaginal, menorrhagia), infection: uti/bladder, fibromyalgia, bladder leakage, embedded in my uterus, salpingectomy (bilateral removal of fallopian tubes), dental problems, brain fog, device breakage, dysmenorrhea (cramping), per urethral cyst excision and cystoscopy, pain, rapid vision loss, fatigue, weight gain, hair loss, lower abdominal pain, back pain, leg pain, joint pain were added, reporters, patient demographics, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ outer coils which were breaking in small pieces'), embedded device ('embedded in my uterus/ device was noted to be imbedded on the right fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and urethral cyst ('urethral cyst') in a 39-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In may 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), pain in extremity ("left leg pain") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), cystitis ("bladder infection"), depression ("depression"), fibromyalgia ("fibromyalgia"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)") and blindness ("rapid vision loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"), tooth disorder ("dental problems") and urinary incontinence ("bladder leakage"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), urethral cyst (seriousness criterion medically significant), fatigue ("fatigue") and peripheral swelling ("swelling of leg and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, per urethral cyst excision and cystoscopy and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, mood swings, urinary tract infection, cystitis, depression, fibromyalgia, tooth disorder, feeling abnormal, urethral cyst, blindness, fatigue, weight increased, alopecia, urinary incontinence and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, pain in extremity and peripheral swelling had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, blindness, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, fibromyalgia, menorrhagia, mood swings, pain in extremity, peripheral swelling, tooth disorder, urethral cyst, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date : (B)(6) 2017, (B)(6) 2017. Trailing coils of essure from ostia. Right= 4 coils left= 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: 948834, manufacturing date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: added event swelling of leg and feet. Updated onset dates of events. Outcome of events back pain, dysmenorrhea (cramping), abdominal pain lower, abnormal bleeding (vaginal, menorrhagia), leg pain, swelling of leg and feet was updated as recovered. On 29-may-2020: plaintiff fact sheet received. Reporter added. On 5-jun-2020: plaintiff fact sheet received. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and urethral cyst ('urethral cyst') in a 39-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), pain in extremity ("left leg pain") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced urinary tract infection ("uti") and urinary incontinence ("bladder leakage"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), mood swings ("mood swings"), cystitis ("bladder infection"), depression ("depression"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping"), urethral cyst (seriousness criterion medically significant), blindness ("rapid vision loss"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, per urethral cyst excision and cystoscopy and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, device expulsion, mood swings, urinary tract infection, cystitis, depression, fibromyalgia, tooth disorder, feeling abnormal, dysmenorrhoea, urethral cyst, blindness, fatigue, weight increased, alopecia, urinary incontinence, abdominal pain lower, back pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, blindness, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, fibromyalgia, menorrhagia, mood swings, pain in extremity, tooth disorder, urethral cyst, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: 948834 manufacturing date: 2012-02 expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.